Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) review was not possible because the fg lot number provided do not correspond to the nomenclature of integra in anasco. Since no unit has been received for evaluation, therefore, the complaint is unconfirmed. (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2018-00082.

Event description:
This report is 2 of 2. A distributor reported on behalf of the customer that on (B)(6) 2018, five pieces of c5602 cusa excel 36khz disposable wrench was found to have foreign materials. There was no patient involvement as the event occurred during inspection. Additional information has been requested.